Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 232310001, implanted: (B)(6) 2010, product type accessory; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that a patient had issues with coupling and communication between the programmer and the implantable neurostimulator (ins). An ins over-discharge was suspected. There was an informational power-on-reset (por) condition. About three weeks later it was reported that the patient was doing 'good.' He had stimulation after pulling the ins out of the over discharged stated. It was unknown what error code had accompanied the por condition. The por was caused by the over discharge due to lack of use. The patient only experienced a loss of stimulation, and there were no interventions taken or planned. One day later it was reported that the patient was unable to adjust stimulation. The programmer was showing the 'call you doctor' icon as well as another por condition. There was no code associated with the por. There was no known electromagnetic interference or low battery associated with por. The nurse was going to clear the por. No further information was provided. If more information becomes available, a follow up report will be sent.

Event description:
Additional information from the healthcare provider stated, the patient could not charge their device and the patient allowed the battery to deplete for six months. It was also reported, the manufacturer representative rebooted the patient's device on (B)(6) 2013 and the patient was sent home to charge the battery completely. It was reported the patient's battery was replaced on (B)(6) 2013 because, the battery could not hold a charge after "sitting dead" for six months prior to the replacement, due to patient non-compliance. It was also reported the patient required no hospitalization and recovered with no injury.